Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "system message displayed during surgery" (device displays error message). The customer reported a system message displayed during surgery. The system was rebooted and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the system message reported. The power supply was replaced as a preventive measure. The system was then tested and met all product specifications. The power supply has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).